Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported, that on (B)(6) 2024. Patient experienced, that the infusion set was leaking from quick release site. The infusion set was in use for less than a day. No further information available.